Manufacturer narrative:
(B)(4). The device has been received by baxter, however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2011 during drain cycle 5. The patient's drain volume was 2735ml. The fill volume was 1600ml; this meets iipv criteria. Product surveillance attempted to contact the nurse on (B)(6) 2011. The nurse was out of the office, however, a detailed message was left to notify the nurse of the iipv event that was found during evaluation. The nurse was advised to call should she have any questions. No patient injury or medical intervention was reported. No further information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: an increased intraperitoneal volume (iipv) was found in the logs. The cause was determined to be insufficient drain, false empty detect / use error due to the clinician inappropriately setting the minimum drain volume percent setting too low. A service history review revealed no previous service events were related to the iipv. Labeling review found labeling to be adequate for the user error identified in this report. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.